Event description:
Pt presented to the physician's office complaining of exertional dyspnea. This was thought to be congestive heart failure and pt referred to the emergency dept. Permanent pacemaker implanted in 1990 and pt admitted. Pt had not had follow up for "quite some time". Pt was admitted to telemetry unit and pacemaker seemed to be misfiring quite regularly while on telemetry monitoring strips.